Event description:
It was reported that the gastrointestinal videoscope exhibited communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector and plug unit. A root cause could not be identified. Based on the results of the investigation for the error code, no problem was detected. However, the corrosion is likely traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Corrected fields: h3, h6- removal of b11, c19, and d14 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.